Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll UK for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damage on the platform. A review of the archive was performed and no discrepancies were observed. The platform was functional tested and the autopulse exhibited no user advisory messages. In addition, the platform passed load cell characterization test. The autopulse performed both 30:2 and continuous compressions without displaying any error messages. In summary, the reported complaint of loose lifeband was not confirmed. Extensive testing with standard manikin did not indicate any looseness of lifeband after drawdown (sizing) of manikin. If the orange stop button is pressed after drawdown (sizing) of manikin the lifeband does release the drawdown tension and the lifeband becomes loose. This is normal and when the green start button is pressed the drawdown (sizing) of manikin is again activated. The platform passed all testing and performed as intended.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during the training, the autopulse platform serial #(B)(4) was used and the lifeband was found to be loose. No patient involvement was reported. No additional details were provided.